Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during a tfna workshop, the impact instrument of one of the sets was broken and part of it was in the insertion bracket. There was no patient involvement. This report is for one (1) driving cap/threaded this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.